Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cables/wires exposed) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the distribution node, damaging wires in the cable. The root cause for the damaged cable was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's electrode belt had damaged cables.